Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Reportedly, the customer went to the emergency room due to bg level, details were not provided. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
Related report number: mw5177141.